Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that matrix drawer 1 was failing. Customer attempted to recover the drawer, but it clicked three times and did not release. Fse opened the back and discovered that the solenoid assembly plunger was broken and pulled the drawer, replaced the plunger, and then tested the drawer using the test software. Customer recovered the drawer and tested it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.